Manufacturer narrative:
Additional information was received via email and attached to the complaint on 29-oct-2021: there was no patient involvement. The event happened during bench test. H6: event problem and evaluation codes: updated after device evaluation. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device contaminated of brown sticker fluid by the chassis base. The customer stated problem was duplicated. Found fluid ingression on pump by the chassis base of the downstream occlusion sensor that caused the issue. Downstream occlusion sensor was replaced. The cause of the reported problem was traced to the user manipulation of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette not attached properly. No adverse effects were reported.